Event description:
Customer reported a physicists discrepancy. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a collimator alignment. System operates as intended.